Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system's IFU lists bladder perforation as a potential risk of aquablation therapy. The treating surgeon identified a bladder perforation following focal bladder neck cautery. A catheter was inserted to manage the perforation, and the procedure was concluded. It is unclear whether aquablation therapy contributed to the event. The patient¿s current condition is also unknown. Based on the information received, plus a review of the treatment log files, DHR, and IFU, the event is considered not to be device related. The aquabeam robotic system's treatment log file was reviewed, which confirmed no malfunctions during the aquablation procedure and indicated that the system functioned as designed. A review of the device history record (DHR) for ab2000-b/serial number 23c00507 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's instructions for use (IFU), ifu0101-00, rev. E, was reviewed. 4.3. Warnings: procedure. As with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bladder or prostate capsule perforation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that after focal bladder neck cautery and completing two (2) treatment passes, the treating surgeon identified a bladder perforation. A foley catheter was inserted to manage the perforation, and the procedure was concluded. It is unclear whether aquablation therapy contributed to the event. The patient¿s current condition is also unknown, and multiple attempts to obtain this information have been unsuccessful. No malfunction of the aquabeam robotic system was reported.